Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator failed to be interrogated with radio frequency telemetry. Connection was eventually re-established and the device will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes of an additional interrogation failure. Connection was re-established and the device will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes of an additional interrogation failure. The device will continue to be monitored. There were no patient consequences.